Event description:
It was reported that "fos iabc inserted not zeroed and ac3 screen split happened. Ac3 continued to work. A different ac3 used and new iabc fos inserted & not zeroed and split monitoring screen again. After 30 seconds went back to a normal single screen which then cleared and worked without issues. The perfusionist stated patient ok". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "fos iabc inserted not zeroed and ac3 screen split happened. Ac3 continued to work. A different ac3 used and new iabc fos inserted & not zeroed and split monitoring screen again. After 30 seconds went back to a normal single screen which then cleared and worked without issues. The perfusionist stated patient ok". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "ac3 screen split" is not able to be confirmed. No part was returned to teleflex chelmsford for investigat ion. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.